Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the display was discolored. Unrelated to the display issue, investigation revealed that the keypad cover was peeling and the audio bolus button cover was missing. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. This report is made based on results of investigation completed on (B)(6) 2015.